Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. Returned lancing device was mounted onto simulated skin and fired. Device did fire correctly. No issues with the lancing device were observed.

Event description:
A health care professional called in requesting a lancet removal training and reported two facility nurses got fingers stuck removing used lancets form the freestyle lite lancing device and "got a drop of blood. " the caller further reported they went to the lab where blood work was done, the wound was washed off, antiseptic and band aid were applied there was no report of death or permanent impairment associated with this medical event.